Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) system is exhibiting oversensing. There is noise on the shock egrams and the rhythm is normal sinus.